Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Advised customer to change reservoir and infusion set. Customer's blood glucose level was 159 mg/dl at time of reporting. Nothing further reported.